Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. Attempts have been made to obtain additional information by email and fax. A completed questionnaire was not received. (B)(4).

Event description:
A healthcare worker reported a patient complained of halos following an intraocular lens (iol) implant procedure. The lens was removed and replaced in a second surgery. Additional information was requested.